Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by four minutes. The customer's blood glucose level ranged between 200 to 400 mg/dl. Reportedly, the customer adjusted the time to resolve the reported issue.